Event description:
It was reported during primary surgery of right hip, doctor used an accolade cemented stem. Doctor took distal spacer and put it down the canal to see if it was going to fit. He then took it out and sat it on the mayo stand and it cracked, so doctor continued without it. No delay in surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported during primary surgery of right hip, doctor used an accolade cemented stem. Doctor took distal spacer and put it down the canal to see if it was going to fit. He then took it out and sat it on the mayo stand and it cracked, so doctor continued without it. No delay in surgery.